Event description:
Per the clinic, the patient experienced pain and pulling sensation during MRI. The patient's head was wrapped as recommended by cochlear. Subsequently, the device was explanted (date not reported) and the patient was reimplanted with another cochlear device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.